Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during demand preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) display, upper hinges and cover damaged. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions,component codes),h11 the fse that encountered the issue replaced the upper display hinge cover, the display top cover assembly, and labels. The fse stated that the damage was due to customer abuse of the unit. The fse completed the pm. All tests were ran and in accordance to the manufacturer's specifications. The iabp was cleared for use. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0040-00-0457 qty: 2 pn 0380-00-0561 qty: 4 pn 0334-00-1809 pn 0334-00-1810-01 the fat performed a visual inspection and found 2 of the pn 0040-00-0457 to have cracks on it. 2 of the pn 0380-00-0561 were damaged. The rest of the parts were in good condition. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.the root cause of the damaged parts is user error due to physical abuse of the unit.

Event description:
N/a